Event description:
It was reported there was an alert for high right ventricular (rv) lead impedance. The patient will be monitored closely. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2012. (B)(4).